Event description:
It was reported that the customer's insulin pump alarmed, and the device was turning on and off. The father stated that the customer experienced high blood glucose of 376mg/dl because the customer was not eating and the insulin pump was not functioning properly. Advised the father that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. All the operating currents were within specification and no unexpected blank display noted. The device had scratched screen, cracked battery tube threads, and cracked belt clip slot.